Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge change error during the load process. Reportedly, the customer was able to successfully reload the cartridge. Customer's blood glucose level was 205 mg/dl.